Event description:
This is regarding smith and nephew hip replacements. I am (B)(6) years old. In 2002 I had a bhr which only lasted until 2007 before it failed and had to be replaced with a smith and nephew mom hip replacement, doctors assured me this was a great product and would last up to 15 years. In early 2012, I started experiencing extreme pain, vertigo, depression and very high cobalt and chromium levels, a revision was carried out where the surgeon found large amounts of bone loss and pseudo tumors, they have to replace this hip with yet another, I am now left with a leg that is 4 cm shorter, a compressed vein, damage to my muscles, I still suffer extreme pain and I walk with a very bad limp. I'm only (B)(6) with 2 young children. Yet I feel like I am (B)(6) years old. Smith and nephew mom hips should be recalled and the company should be held accountable. My quality of life has severely declined because of this product.